Event description:
It was reported that during a da vinci-assisted left partial nephrectomy procedure, bleeding occurred when the surgeon began dissecting with the monopolar curved scissor (mcs) instrument. The surgeon attributed the complication to the presence of an unexpected third renal artery pole that was not seen in previous studies. The event occurred approximately 5 hours into surgery, following the placement of a third-party laparoscopic bulldog clamp across the renal artery, as the surgeon initiated tumor dissection. Sudden bleeding prompted the surgeon to inspect the clamp. The surgeon initially suspected insufficient pressure application. Despite attempts to reposition the clamp, the bleeding intensified, resulting in a blood loss of approximately 500 ml. To avoid further complications, the surgeon elected to convert the case to open surgery where the bleeding was controlled using cautery, and the procedure was completed. The patient tolerated the procedural change and was reported to be stable, with no concerns about long-term complications arising from this event. The surgeon believes that the event was not related to the da vinci system, its accessories, or instruments.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.